Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The high blood glucose was still occurring at the time of the report. The high blood glucose had been treated with a correction dose via the insulin pump. The patient had been using the insulin pump system within forty-eight hours of the reported high bg event. No further information available.